Event description:
The user facility reported an impella cp in a 62yo male patient due to acute myocardial infarction / cardiogenic shock. It was reported that the patient experienced peripheral vascular damage that was treated by pausing heparin and explanting the impella. The patient was weaned and explanted successfully.

Manufacturer narrative:
The impella device has been returned but has not yet been evaluated. Upon completion of the investigation, a supplemental report will be submitted. Impella cp with smart assist system instructions for use states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email. H3 has been updated to device returned for eval. H6 type of investigation code 10 added.